Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: has this device been used to a patient with foreign material attached to the device: there is a possibility. Was there any effect from other products/ reprocessing accessories/ aer (automated endoscope reprocessors) / ewd (endoscope washer disinfector) involved on the event: unknown. The customer performs pre-clean steps without any delay but there is a possibility that sufficient brushing could not be performed by customer which cannot be denied. The device was not correctly reprocessed at the time of pickup of the device for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the device since the handling of the device (reprocessing) was deviated from the instruction manual. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the adhesive on the bending section cover had a chip. In addition to the foreign objection in the nozzle and bending section cover, the evaluation findings were as follows: the plug unit had a scratch, due to wear of the angle wire, the play of the "right/left" and "up/down" knob was out of standard value, connecting tube had a scratch, due to clogging of the nozzle, water removal ability did not meet standard value, the control unit had a scratch, due to wear of the angle wire bending angle in the "down" and "left" direction did not meet standard value, the scope cover had a scratch, the universal cord had a scratch, the plastic distal end cover was shaved and the adhesive on the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had chipping of adhesive on the bending section. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle and bending section cover had foreign objects.